Manufacturer narrative:
It was noted during failure analysis that water from autoclave condensation that becomes trapped in the attachment is listed as a possible cause for leaking in this device.

Event description:
The 1/4 inch reamer with (B)(6) was sent for eval due to leaking an unk substance following a procedure during cleaning. There was no pt involvement and no adverse consequences associated with the device.